Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube was coiled in the stomach. The jejunal tube was replaced on (B)(6) 2015. It was reported ¿the tube coiled due to a wrong management of device by the patient¿ and ¿dislocation/migration due to natural causes.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 24, 2015: ¿the tube coiled due to a wrong management of device by the patient" meant that the patient became demented and often manipulated the jejunal tube. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube was coiled in the stomach. The jejunal tube was replaced on (B)(6) 2015. It was reported ¿the tube coiled due to a wrong management of device by the patient¿ and ¿dislocation/migration due to natural causes.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.